Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal on the lower housing were intact and undamaged. The p2-connector is broken and oxidized. No other damages were found. 2.2 a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. A space line was inserted and a volume of 360ml was selected. The infusion started with a rate of 30ml/h. After 12 hours the volume was infused. A few minutes later a volume of 200ml was selected. The infusion started with a rate of 30 ml/h. After 6 hours and 30 minutes the volume was infused. No abnormalities were found during the therapy. 2.4 the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore, the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matches the required values and standards. All measured values are within our specification. 2.5 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of 1,66%. 2.6 during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): "overinfusion." "T2 perfusions (parenteral nutrition). 22.11.2021 at 12: 30ml/h - volume 360ml. 23.11.2021 at 0: 30ml/h - volume 200ml. At the end of the infusion the bag is almost empty, the patient has used 1000ml. Additional information: the infusomat space infusion pump sn.(B)(4) (eq.20011490) was given to you on (B)(6) 2021 along with an infusion set ref.8250820sp identical to the infusion set used in the incident. Please see the attachment for more information: material used : infusomat space infusion pump sn.(B)(4) (eq.20011490). Braun infusion set ref.8250820sp / lot nr.21h27fbz01 infusion bag for parenteral nutrition with a volume of 1035ml. (Nb. The infusion bag is previously prepared in the pharmacy). Original prescription : parenteral nutrition 720ml. Over 24 hrs. Started infusions: 1st infusion (on 22/11 at 12 noon): flow rate 30ml/h; volume to be infused: 360ml. Second infusion (on 11/23 at 0 hrs): flow rate 30ml/h; volume to be infused: 200ml. Observation: at the end of the 2nd infusion (on 11/23 at 7am), the infusion bag (containing 1035ml. At the start of the infusion) is almost empty. A volume of more than 720ml. Was infused, although the pump was programmed to infuse 560ml.."